Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply was adjusted. The power cord assembly, the line filter, and the surge suppressor printed circuit board were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system shut down on its own, and that after re-boot, the monitor was blank. No pt injury was reported.